Event description:
A customer reported that unexpected negative reactivity was obtained on the antibody identification assay on galileo echo m00856 with a known anti-e positive sample.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that both e positive cells on the extend-ii panel displayed slight red cell adherence. All other results appeared as reported by the instrument. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.